Event description:
It was reported to target that during an embolization a gdc-18 soft detached while being retrieved in the micro catheter. There were no complications or additional interventions to the patient required as a result of this event. The condition of the patient after procedure was good.